Event description:
Related manufacturer reference numbers: 2017865-2021-39651 it was reported that the patient presented in clinic with infection. The whole system including the pacemaker and the right ventricular lead was explanted. There were no patient consequences.

Manufacturer narrative:
Correction - db5 - should have been "2017865-2021-39651" rather than "2017865-2021-39629"

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference numbers: 2017865-2021-39629. It was reported that the patient presented in clinic with infection. The whole system including the pacemaker and the right ventricular lead was explanted. There were no patient consequences.